Event description:
It was reported that a device alarmed for a system error 105. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter has received and evaluated this device. The device evaluation found that the system error 105 was caused by a failed motor (seized). The motor assembly was replaced.